Event description:
On (B)(6) 2022, a patient underwent sofwave treatment and developed tiny burns in the corner of her nose, lip and chin. No error messages were reported by the provider during the treatment. There were no special events or error messages displayed to the user. The applied energy for all pulses delivered during the treatment was within the device specifications. Prior to treatment, topical anesthetic cream composed of 23% lidocaine and 7% tetracaine was applied for 45 minutes. On (B)(6) 2022 the patient condition was improved. On (B)(6) 2022: the patient condition continued to improve significantly, and filler was injected to the chin into the affected area to accelerate recovery (3 weeks following sofwave treatment). One day following, the event completely resolved ((B)(6) 2022). We believe it is unclear whether this cosmetic procedure would be considered medical intervention to preclude permanent impairment or permanent damage, but we are, nonetheless, reporting this event out of an abundance of caution.

Manufacturer narrative:
The investigation involved direct communication with the physician in the clinical site as well as the analysis of the log files from the device. No abnormality was found in the log files investigation. The device performed as expected. No malfunction was found. Filler was injected to the chin into the affected area to accelerate recovery (3 weeks following sofwave treatment) to reduce the possibility of there being a residual appearance from the burns, it is unclear whether this cosmetic procedure would be considered medical intervention to preclude permanent impairment or permanent damage. Nonetheless, out of an abundance of caution we are reporting this event. The delay in submission was because of issues in registration and activation of the webtrader. We worked with FDA to resolve issues with their data in the establishment registration database that was preventing account activation.

Manufacturer narrative:
The investigation involved direct communication with the physician in the clinical site as well as the analysis of the log files from the device. No abnormality was found in the log files investigation. The device performed as expected. No malfunction was found. Filler was injected to the chin into the affected area to accelerate recovery (3 weeks following sofwave treatment) to reduce the possibility of there being a residual appearance from the burns, it is unclear whether this cosmetic procedure would be considered medical intervention to preclude permanent impairment or permanent damage. Nonetheless, out of an abundance of caution we are reporting this event.

Event description:
On (B)(6) 2022, a patient underwent sofwave treatment and developed tiny burns in the corner of her nose, lip and chin. No error messages were reported by the provider during the treatment. There were no special events or error messages displayed to the user. The applied energy for all pulses delivered during the treatment was within the device specifications. Prior to treatment, topical anesthetic cream composed of 23% lidocaine and 7% tetracaine was applied for 45 minutes. On (B)(6) 2022 the patient condition was improved. On (B)(6) 2022: the patient condition continued to improve significantly, and filler was injected to the chin into the affected area to accelerate recovery (3 weeks following sofwave treatment). One day following, the event completely resolved ((B)(6) 2022). We believe it is unclear whether this cosmetic procedure would be considered medical intervention to preclude permanent impairment or permanent damage, but we are, nonetheless, reporting this event out of an abundance of caution.